Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, a critical care physician discovered a ventilator alarm while performing invasive ventilation on a patient. The self-test indicated that the flow sensor was malfunctioning and unable to function properly, so a new ventilator was replaced and continued to be used. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).